Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient was originally implanted with a proximal femoral nail antirotation on (B)(6), 2013 on a fracture of the subtrochanteric femoral case. Patient experienced pain while walking on (B)(6), 2014 and on (B)(6), 2014 it was found that the nail was broken after an x-ray was taken. Surgery was conducted on (B)(6), 2014 to remove the nail. Procedure was successfully completed with no reported delay and no reported patient harm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
PMA/510 (k): device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.